Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - two additional vials of the user/patients test strips (lot#3674225 ) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial to check its structural integrity. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 - correction: supplemental sent to correct information previously sent. Alert date for fu 2 should read (B)(6) 2015.

Manufacturer narrative:
Follow-up #5: supplemental sent to correct information previously sent on follow-up #4. Alert date should have stated (B)(6) 2015. Also, follow-up number should have read as follow-up #4 and not #2.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs), alleging that the patient obtained inaccurately high control solution results when testing with her onetouch verioiq meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the inaccuracy occurred on (B)(6) 2015. The patient manages her diabetes by self-adjusting her insulin doses and did not make any changes to her usual diabetes management routine in response to the alleged issue. The reporter denied that the patient developed any symptoms however stated that on (B)(6) 2015, after 05:00pm, she presented at an emergency room (ER) where she had her blood glucose tested which gave a result of ¿38mg/dl¿ and was treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the correct control solution was used. Replacement products were sent to the patient. This complaint is being reported because, the patient reported signs suggestive of a serious injury and received medical intervention from a healthcare professional after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up #2 - correction and additional information additional tests were performed on the desiccant within the subject vial and was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.